Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause of the perforation and pericardial effusion resulting in hypotension cannot be determined. Pericardial effusion, perforation and hypotension are known possible complications associated with mitraclip procedures unexpected medical intervention, medication required, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. After a steerable guide catheter (sgc) was inserted into the left atrium (la), and the clip was inserted through the guide, a drop in blood pressure was observed and a pericardial effusion (pe) was observed. Medication was then increased to the maximum. A pericardiocentesis and autotransfusion were then performed. The procedure was discontinued with no clips implanted. The patient was transported to surgery, where a hole in the top of the left atrium was confirmed. The patient was reported to be stable in the intensive care unit (ICU).